Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and another manufacturer's implantable device coded. A health care professional (hcp) contacted boston scientific technical services (ts) and reported that the system was not working properly and inquired about device programming. Ts referred the hcp to the manufacturer of the implantable device to find out how it was programmed. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.